Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ("endometriosis") and pelvic pain ("severe pelvic pain/ pain pelvic area") in a (B)(6) female patient who had essure (batch no. 664664-valid 664854-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, findings: there were dense bands of adhesions from the omentum to the anterior abdominal wall. A garr, left follicular cyst was noted. There were bilateral polycystic ovaries. Previously administered products included for an unreported indication: mirena. Concurrent conditions included dyspareunia, endometriosis, follicular cyst of ovary, pelvic adhesions and obesity. Concomitant products included ibuprofen (motrin), medroxyprogesterone acetate (depo provera), nsaids since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion medically significant), 3 years 11 months after insertion of essure. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and infection ("infections"). The patient was treated with cytoscopy and surgery (ablation). At the time of the report, the endometriosis, pelvic pain, menorrhagia, menstrual disorder, infection, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, cystitis, depression, dyspareunia, endometriosis, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no essure confirmation test was done. Plaintiff wants to remove essure. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Lot number: 664664, manufacture date: 2009-09, expiration date: 2012-09. Lot number: 664854 invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received- new event dyspareunia (painful sexual intercourse), endometriosis, depression and mental anguish were added. Historical and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.